Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulty occurred. Access was gained via the radial artery. The 80% stenosed target lesion was located in the severely calcified and severely tortuous mid to proximal right coronary artery. Flushing was maintained during the procedure. The 2.50x24mm taxus liberte stent delivery system was advanced, but encountered significant resistance and was unable to cross the target lesion. The procedure was completed with another of the same device with no pt complications. The pt condition post procedure was reported to be good. However, product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified middle stent damage. The struts on row seven were found to be misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).